Manufacturer narrative:
The information provided in initial report was incorrect. The correct information has been provided in b5 section of this report. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that she required the assistance of emergency medical services, was transported to the emergency room, and hospitalized on (B)(6)2020 due to a low blood glucose level and unconsciousness. The customer¿s blood glucose level was 24 mg/dl. Customer was treated with food and glucagon. Customer was using auto mode. Customer alleged the insulin pump was over delivering because the insulin pump continued to give her basal insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to emergency room and get hospitalized due to low blood glucose level and unconscious on (B)(6) 2020. Customer's blood glucose level was 24 mg/dl. Customer was treated with glucose tablet and food. Customer was using auto mode. Customer was alleging insulin pump for over delivering because insulin pump keeps on giving basal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device received with pillowing keypad overlay. (B)(4).